Event description:
Patient reported to FDA medwatch that had a new set of aligners that did not cover all their teeth. The top aligner did not cover two of their back right teeth and the bottom aligners did not cover the two back left teeth. Their dentist believes the aligners may have caused their back teeth to shift. Their #18 tooth had fractured and they required a crown. Since then the tooth has been sensitive and continues to get worse. They had to have a root canal on the same tooth. They believe all their problems with this tooth are a result of the faulty aligners from byte because they did not cover all of their teeth. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.